Event description:
It was reported that there were unstable impedances for the past six months. There was reportedly an apparent problem with the rv (right ventricular) coil; impedance was unstable, but unable to produce noise on egm. High impedance was also reported, at greater than 200 ohms. During surgery, the lead was found not connected. Several attempts were made to screw down the setscrew, but it would not secure the pin. The device was replaced, and the lead was left active. The device was subsequently returned with a report of hvb/svc impedance out of range. The lead pulled out of the header when the pocket was opened. Measurements normalized when it was screwed back in; however, the lead still fell out of the header when pulled on. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. H3 other text : it was reported that there were unstable impedances for the past six months. There was reportedly an apparent problem with the rv (right ventricular) coil; impedance was unstable, but unable to produce noise on egm. High impedance was also reported, at greater than 200 ohms. During surgery, the lead was found not connected. Several attempts were made to screw down the setscrew, but it would not secure the pin. The device was replaced, and the lead was left active. The device was subsequently returned with a report of hvb/svc impedance out of range. The lead pulled out of the header when the pocket was opened. Measurements normalized when it was screwed back in; however, the lead still fell out of the header when pulled on. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, 6mechanical tests performed, visual examination device performed according to specifications operational context contributed to event impedance, high connection(s), loose.